Event description:
It was reported that the facility was utilizing a lift for a patient transfer. During the transfer a popping sound was heard and the end user was dropped to the floor from the lift. End user was sent to the hospital for x-rays which were negative for fractures. End user sustained significant bruising, no other issues reported.